Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: the following event occurred prior to use on patient. After the jaw was closed to insert the reload (with idrive handle) into the patient through the trocar, the doctor found the blue indicator lamp was lit up and then the jaw could not be opened again. No problem in closing and opening the jaw had been confirmed after the scrub nurse connected the idrive handle and the cartridge prior to use on the patient. Using a manual handle of egiaultra and another sulu, doctor was able to complete the case with no problem. No patient involvement. Operating time not extended.

Manufacturer narrative:
(B)(4).